Event description:
It was reported that the pump touch screen was unresponsive and frozen. The customer reset the pump to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.